Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was dislodged and possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose level rose to 19 mmol/l (342 mg/dl) while wearing the pod between 5 and 24 hours. The patient reported being unsure if the cannula was properly seated and in the infusion site (leg). Additionally, the patient reported the pod fell off, which caused the cannula to dislodge from the infusion site.